Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative and a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient started to have withdrawal issues following their pump replacement procedure on friday, (B)(6) 2025. On saturday, (B)(6) 2025, the patient had an x-ray and a catheter replacement due to catheter migration. The replacement was successful, and no other issues were noted. Additional information was received on august 27, 2025, from the patient¿s wife who reported that at 11pm on the 22nd, the patient appeared to be having baclofen withdrawal, so by 5am the next day they went to a larger hospital that the healthcare provider worked out of, and the patient had the catheter replaced. The caller stated that the healthcare provider determined that the catheter had pulled out and he believed that the most likely scenario was that it had been slowly descending over the year and the patient may not have actually been getting the dose they normally got and then when they did the check after the replacement on friday, he theorized that enough of the catheter was in to make it through the check but it got pulled out the rest of the way when they were suturing it up. The caller stated that the patient¿s symptoms decreased after the procedure and the patient was discharged on monday, (B)(6) 2025.

Event description:
Additional information was received from a company representative reporting that the physician did not believe the catheter or pump to be an issue with the patients migration, the physician believes the migration to be due to the patient being immobile in the lower extremities.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.